Manufacturer narrative:
Product ID: 3889-28, lot# va0pxns, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The patient reported that they had experienced a loss or change of therapy. This was considered a sudden change in therapy/symptoms. The patient was not feeling stimulation. The patient didn't think it was working. The patient hurt her back bending over and was worried she may have "pulled something loose", so she went to the doctor to have it checked and they told her everything was in place. The therapy was not on. The therapy was turned on and the situation was resolved. The patient was on program 3- 1.8v and now she could feel it. The patient will monitor symptoms now that therapy has been turned on. Event date: (B)(6) 2015. Indication for use noted: urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.